Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to leg length discrepancy. The leg of the patient was considerably longer, approximately twenty mm, so the surgeon decided to remove the proximal body of the stem and reduce the leg length discrepancy by ten mm. No further information is available.

Manufacturer narrative:
(B)(4). D10: 11-301101, arcos brch sz a std 60mm, lot 569510. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.